Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Nausea, vomiting, and band slippage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a lap-band adjustable gastric banding system 9.75cm slipped. The problem was first noted when the pt experienced persistent nausea and vomiting. The whole lap-band was explanted and not replaced.